Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of pump reboot events. During testing the pump was powered on; however, the contrast and ok keypad buttons did not respond properly to user presses, thus preventing further investigation of the complaint of power loss. No damage was found to the keypad cover. The keypad cover was removed and no defects were found among the button contacts. The pump case was removed, and evidence of moisture ingress was found on the keypad flex connector. Additionally, the battery compartment was observed to be cracked.